Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient informed the MRI tech that the ins has not been active in more than a year. No symptoms were reported. Additional information was received from the patient. It was reported that the circumstances that led to the inactive ins was the patient's activity and medical issues. The patient said they had a "triple" charge for the battery but it did not resolve the issue. The patient stated that the ins battery would be replaced on (B)(6) 2018. No further complications were reported.